Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump alarmed motor error during the prime process of a bolus delivery. The blood glucose reading was 416 mg/dl. The customer stated that his blood glucose levels were high because the insulin pump was not functioning. He noted that he saw a filled cicle on the device, which indicated that insulin delivery had stopped. The customer did not treat for high blood glucose. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.